Manufacturer narrative:
Vyaire medical file identification:(B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator was showing circuit disconnect, xdcr (transducer) fault, low ve (minute ventilation) and high rate alarm continuously. The customer confirmed that there was no patient involvement associated with the reported event.